Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in china: "broken." "Description of injury:increased risk of infection description of malfunction/failure:catheter hose breaks indication:indwelling needle infusion of xueshuantong and cyclic adenosine phosphate description of event:the patient was hospitalized due to valvular cardiomyopathy. On february 9, an arteriovenous indwelling needle was placed in the left forearm according to the process specifications, and the catheter was sealed and indwelled after using xueshuantong and cyclic adenosine phosphate. On february 10, it was found that the indwelling needle showed oozing under the film, increasing the risk of infection. When the film was replaced, it was found that the catheter prolapsed and the broken end was incomplete. The broken end of catheter was not found, x-ray and vascular color ultrasound were performed to rule out the broken end into the body. Description of root cause analysis (by reporter):the puncture was successful at one time, considering the material of the catheter and the patient 's own reasons, it could not be determined. Preliminary handling of event:the broken end of catheter was not found, x-ray and vascular color ultrasound were performed to exclude the broken end into body."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. Device history record (DHR): reviewed the device history record for batch number 20k26g8911 and there was no defect encountered during in process and final control inspection. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.